Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary - outer insulation breached depression. Full lead returned and analyzed. Additional analyst comment - the breached depression of the outer insulation is on the atrial is-1 leg.

Event description:
Asku